Manufacturer narrative:
Model: d224drg, ICD; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing some arrhythmias. Upon interrogation it was discovered that the superior vena cava (svc) defibrillation coil of the right ventricular (rv) lead displayed a gradual to abrupt increase in impedance to the current high impedance reading. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.